Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 05/12/2023. The pump had low suction when tested with the customer's kit, which had milk residue on connectors and membranes. After cleaning the customer's kit, the vacuum reading was within specification. No problem of low suction when tested with the lab kit.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use. Also verifying user was using dry parts when pumping and not washing or drying tubing on pump. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 4/13/2023, the customer indicated that she developed mastitis on (B)(6) 2023, and that she has just finished her antibiotic. Additionally, she indicated that her body is fine, but her supply was destroyed. The customer also indicated that her replacement pump is working well and needed a return label for her pump. A new label was sent to the customer to return her old pump for evaluation. Based on the results of our internal investigation ((B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump in style max flow had low suction. Additionally, the customer alleged that she developed mastitis and went to the emergency room where the doctor prescribed an antibiotic. The customer also alleged that she used a hospital grade pump while there to help her pull the milk out.